Event description:
This report was received from baxter global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of chronic constipation, peritonitis and fatal uncontrolled blood pressure in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The patient was not hospitalized. The cause of the peritonitis was chronic constipation. On an unreported date, the patient began remedial therapy with vancomycin (1 gm, ip, frequency not reported), amikacin (250 mg, ip, frequency not reported) and fortum (1 gm, ip, frequency not reported). It was not reported whether remedial therapy with vancomycin, amikacin and fortum was ongoing. The event of peritonitis was resolving. It was reported that due to the patient's past medical history of a pelvic fracture, the patient was bedridden and the patient's blood pressure was not under control for the past 4 months. On (B)(6) 2011, the patient died. The cause of death was uncontrolled blood pressure. It was not reported if remedial treatment was rendered or whether an autopsy was performed. Outcome for the event of chronic constipation was not reported. Dianeal pd2 ultrabag therapy was ongoing at the time of the death. The patient's concomitant medications were not reported. The physician believed the fatal uncontrolled blood pressure event was not related to dianeal pd2 ultrabag therapy. The physician did not provide an assessment of causality for the events of peritonitis and chronic constipation.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.